Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heartmate ii pump exchange on (B)(6) 2022. During the procedure a left intercostal space (lis) subcostal incision was observed to replace the pump body due to a potential driveline issue causing a pump stop and exit site infection. The surgeon removed the existing pump body at the respective inflow and outflow sites. At this time the patient's mean arterial pressure (map) dropped and bleeding was noted. The surgeon then did a small right sided thoracotomy at which time the outflow graft tore off the aorta causing aortic dissection. Per anesthesia, visualization of the aorta via echocardiogram (echo) showed that "the aorta just dissected." The new hm ii pump body was implanted and secured to the respective inflow and outflow sites. The surgeon then noted a tear in the outflow graft where the graft connects to the pump body. The surgeon placed sutures to repair the aortic dissection and outflow graft. The surgeon broke sterility and stated that they would be calling the time of death at 14:05 pm. Related manufacturer report number for the pre-exchange pump: 2916596-2022-10475.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2022 due to bleeding and heartmate ii lvas, serial number (B)(6), was not explanted for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21jan2021. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.